Event description:
This report is being filed after the review of the following journal article: williams, k. A. Et al (2021), physeal-sparing rigid intramedullary nailing in adolescent tibial shaft fractures: a pilot study, cureus vol. 13 (no.3), pages 1-7 (USA). The purpose of the study is to describe a physeal-sparing, reamed, locked rigid intramedullary nails (rimn) technique for adolescent tibial shaft fractures and report its safety. Between 2011-208 a total of 22 patients (18 male and 4 female) with a mean age of 12.66 years. These patients had tibial shaft fractures requiring operative intervention, and were grouped based on the fracture fixation. The elastic stable intramedullary nailing (synthes tibial nails) and open reduction internal fixation with plates and screws (esin & orif obserational group) consisting of 9 patients (2 had esin, 7 had orif); and the rigid intramedullary nails (rimn group) using synthes tibial nails. Both with a mean follow-up of 43.5 and 108.1 weeks for rimn and the observational group, respectively. The following complications were reported as follows: rimn group (n=1) fixation failure (n=2) hardware pain (n=2) reoperation (n=1) hypertrophic nonunion (underwent rigid nail dynamization) the article does not provide sufficient information to identify which device manufacturer is associated with the adverse events in the observational group. This report is for an unknown synthes tibial nail. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown constructs: tibial nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.